Event description:
As reported by european hospital, catheter balloon burst during procedure. The needle on the gauge of the inflation device was not moving so the lab was not aware of the atm's. There was no patient injury. The device will be returned for evaluation.